Event description:
The following practice causes rptr substantial grief in the performance of his job as a hosp biomedical engineer. Medical equipment sales reps are required to have any medical electronic device that they bring into a hosp inspected by the biomedical dept prior to using it for pt care. It has been his experience that a majority of medical equipment sales reps blatantly ignore this requirement or attempt to skirt around it whenever possible. For example, after having been caught once, and informed of the rules, a rep from MFR removed a device from rptr's or assuming it needed repair. He then substituted a loaner unit which looked like it had been beaten around in his truck for months. It was never safety tested and could have been faulty. Rptr found it set up and ready to be used in a surgery. He does not know how long it had been used without being tested. Almost a month has gone by and he still doesn't know where his unit is. Neither does MFR. This is a typical scenario which probably occurs on a regular basis. Many such reps anectdotally report that they rarely get questioning on this practice. Please investigate this practice and consider regulations to eliminate the problem.